Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found all bands present and were moved out of their positions with two bands broken and some were caught under the other bands. It was also noticed that the ligator head teeth were bent. Based on the condition of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # (B)(4) pertains to the first speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02437 pertains to the second speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02438 pertains to the third speedband superview super 7¿ device, and manufacturer report # 3005099803-2017-02439 pertains to the fourth speedband superview super 7¿ device. It was reported to boston scientific corporation that four speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got tangled and failed to deploy on the first two devices used. A third speedband was used, the bands were bunched up on the ligator cap, and when deployed multiple bands were released. The same issue occurred with the fourth speedband; however, one band was successfully deployed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. This report pertains to the first speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02437 pertains to the second speedband superview super 7¿ device, manufacturer report # 3005099803-2017-02438 pertains to the third speedband superview super 7¿ device, and manufacturer report # 3005099803-2017-02439 pertains to the fourth speedband superview super 7¿ device. It was reported to boston scientific corporation that four speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got tangled and failed to deploy on the first two devices used. A third speedband was used, the bands were bunched up on the ligator cap, and when deployed multiple bands were released. The same issue occurred with the fourth speedband; however, one band was successfully deployed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.